Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, on second firing on the sleeve, the stapler began to fire erratically. The firing sequence started and stopped as if someone was turning the power on and off quickly (it made a very unusual sound while it was happening). The stapler stalled at roughly 35mm on a 60mm load. The central staple line was incomplete which was fixed using another reload. They also had to bring the knife blade back to open the jaws. As the knife blade was coming back, it was starting and stopping again. After getting the stapler out of the abdomen, the nurse then tried to take the reload off but could not. Then, the nurse was instructed to take off the adapter and let it recalibrate/place the adapter back on and then took off the reload. It worked but made the same unusual sound as it did while it was firing. Then the scrub was instructed to take the adapter off again and then press both green safety buttons to ¿hard reset¿ the device. They opened another load to complete the case. The surgeon then finished the case without any issues. It was reported that there was no patient injury.